Event description:
It was reported that the anesthesia system failed to deliver gas. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure has been completed. The system was investigated on-site by the hospital biomedical department and our field service engineer. The system checkout that was performed showed that the o2 flush test failed due to flow too low during o2 flush button depression test. It was found that one of the vaporizer connection seal was missing. A new sealing was installed and operational tests were successfully performed. A picture was received showing that it was the vaporizer connection seal in slot 2 that was missing. Evaluation of the logs for the given date of event shows that the system checkout performed before the event was successful. Immediately at treatment start were several alarms indicating an excessive leakage generated. The system was switched a number of times between automatic ventilation and manual ventilation and the o2 flush was frequently used. Alarms indicating excessive leakage were generated continuously and 15 minutes after start, the system was set to standby. The system checkout performed after failed in the o2 flush test. Our conclusion is that the root cause of the reported failure was the loose/missing vaporizer connection seal. How the vaporizer connection seal became loose/missing has not been determined.

Event description:
Manufacturer' reference #: (B)(4).